Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the patient had unexpected post operative outcome and early pco (posterior capsule opacification). It was reported that lens was approximately 10-15 degrees rotated. Additional information was requested, but further no information was available.